Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, several episodes of ventricular arrhythmia were observed. The device delivered inadequate atp and hv therapy. The tachy therapy was programmed off. The patient was in good condition and will continue to be monitored via remote transmission.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.